Event description:
It was reported through a clinical trial, that approximately two years post stent placement procedure in the left a. Iliaca communis via contralateral approach, patient was diagnosed with in-stent occlusion. It was further reported that rotarex thrombectomy was performed successfully. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. The stent remains implanted. No images were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definite root cause for the reported event could not be determined based on the available information. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instructions for use complications and adverse events associated with the use of the covera plus covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow, injury and restenosis of the target vessel. In regards to pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. And 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein'. Holding and handling of system was found described, in particular the instructions for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement'. (Expiry date: 08/2021).